Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleed') in a 32-year-old female patient who had essure (batch no. 305518- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, anemia and uterine enlargement. Previously administered products included for birth control: ortho novum from 2010 to 2011; for an unreported indication: levothyroxine from 2008 to 2011 and ferrous gluconatre in 2010. Concurrent conditions included obesity and uterine leiomyoma. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2016 for menstruation irregular. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psych injury/anxiety/mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia and back pain had resolved and the depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, pelvic pain, general abnormal bleeding medical leave related to essure: yes discrepancy noted in regarding date of removal- date of insertion is (B)(6) 2015 and date of essure removal given in current pfs is (B)(6) 2010. Current weight 170 lbs. What did your healthcare provider tell you about your results? The fallopian tubes were blocked. The essure device was deployed and about 3 coils were visualized outside of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Ultrasound scan - on (B)(6) 2016: 3 cm fundal leiomyomata. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record confirming: vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events pelvic pain, back pain, vaginal hemorrhage and menorrhagia was updated to recovered. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleed') in a 32-year-old female patient who had essure (batch no. 305518- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, anemia and uterine enlargement. Previously administered products included for birth control: ortho novum from 2010 to 2011; for an unreported indication: levothyroxine from 2008 to 2011 and ferrous gluconatre in 2010. Concurrent conditions included obesity and uterine leiomyoma. Concomitant products included medroxyprogesterone acetate (depo provera) from february 2015 to (B)(6) 2016 for menstruation irregular. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psych injury/anxiety/mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain was resolving, the genital haemorrhage and abdominal pain had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, pelvic pain, general abnormal bleeding medical leave related to essure: yes discrepancy noted in regarding date of removal- date of insertion is (B)(6) 2015 and date of essure removal given in current pfs is (B)(6) 2010. Current weight 170 lbs. What did your healthcare provider tell you about your results? The fallopian tubes were blocked. The essure device was deployed and about 3 coils were visualized outside of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion.. Ultrasound scan - on (B)(6) 2016: 3 cm fundal leiomyomata. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record confirming: vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleed') in a 32-year-old female patient who had essure (batch no. 305518) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, anemia and uterine enlargement. Previously administered products included for birth control: ortho novum from 2010 to 2011; for an unreported indication: levothyroxine from 2008 to 2011 and ferrous gluconatre in 2010. Concurrent conditions included obesity and leiomyoma. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2016 for menstruation irregular. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psych injury/anxiety/mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain was resolving, the genital haemorrhage and abdominal pain had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, pelvic pain, general abnormal bleeding medical leave related to essure: yes discrepancy noted in regarding date of removal- date of insertion is (B)(6) 2015 and date of essure removal given in current pfs is (B)(6) 2010. Current weight 170 lbs. What did your healthcare provider tell you about your results? The fallopian tubes were blocked. The essure device was deployed and about 3 coils were visualized outside of the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Ultrasound scan - on (B)(6) 2016: 3 cm fundal leiomyomata. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record confirming: vaginal bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received- lot number was added. New events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), anxiety/ mental anguish and lower back pain were added. Event psych injury was updated to depression. Event onset date was added. Explant date was added.concomitant drugs, lab data and medical history were added.patient's height, weight and age were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, pelvic pain, general abnormal bleeding. Medical leave related to essure: yes. Discrepancy noted in regarding date of removal date of insertion is (B)(6) 2015 and date of essure removal given in current pfs is (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- new events abdominal pain, psych injury, general abnormal bleeding were added. Outcome of pain and bleeding event updated to recovered. Patient information were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.